Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judsf496 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that "it has occurred for the 2nd time in two different patients that the fixation member releases from the fixation patch. The patch was on the patient's photo, placed on tuesday. The photo shows what the nurse found four days later. Patient has not been in the shower with the patch. This patch is very important for the fixation of (not yet ingrown) tunneled central venous catheters. Releasing has a significant risk of dislocation and infection." This report addresses the first patient.